Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Additional d4 UDI. Investigation summary: the product was returned to ethicon for evaluation. Forty-seven representative unopened samples that pertain to product code j358h were received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During use, the needle and thread separated. Different doctors used the batch number was broken for more than 5 packages. Use another lot of sutures to complete the surgery without any problem. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ did the event occur during one or multiple patient/procedures? >> yes. ¿ were there any patient consequences? >> no. Changed another batch of suture to complete the surgery. ¿ what is the total number of procedures and devices affected per procedure? >> follow-up question was sent to customer, and awaiting for customer's confirmation for affected quantity per procedure. >> quantity of product involved should be 5 ea (3 out of 5 can't be returned) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ please clarify did this event occur during one procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/27/2024. Component code: g07002 pending evaluation of returned device a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, the following was obtained: if more than one: what is the total number of procedures and devices affected per procedure? 5 procedure (one ea impact product for each procedure) have any of these events been previously reported to ethicon? No. If not reported, please create an additional pc number per procedure/patient. (B)(4) are created for other 4 ea impact products. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging that pertains to the product j358h were received for analysis. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this resulted in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.